Event description:
It was reported by service report that the upper lift bar assembly was broken. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Upper lift bar assembly.